Manufacturer narrative:
Missing article number and lot information were requested from the initial reporter. A follow up report will be submitted when the information becomes available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported almost 6 months after the dental implant and abutment were placed in ada site 20 in the mouth, the implant did not achieve osseointegration in type I bone. The implant was torqued to 60 ncm. The products will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported almost 6 months after the dental implant and abutment were placed in ada site 20 in the mouth, the implant did not achieve osseointegration in type I bone. The implant was torqued to 60 ncm. The products will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The information provided in this report was based on information given by the dentist in neodent¿s products warranty form that was recorded in the system that is used by both the manufacturer and the subsidiary. The original complaint and the product were received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a new follow-up report will be send.

Event description:
The clinician reported almost 6 months after the dental implant and abutment were placed in ada site 20 in the mouth, the implant did not achieve osseointegration in type I bone. The implant was installed right after tooth extraction. The implant was torqued to 60ncm. The products will be forwarded to the manufacturer for investigation. There were no reported patient complications.